Manufacturer narrative:
(B)(4). Concomitant medical products: terumo 035" guide wire, cook 5.0 french catheter, merit sheath. PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed into the biliary duct of a patient during a ptbd procedure. After device insertion, it was discovered that the catheter was leaking from the hub. The defective catheter was removed and successfully exchanged with a like device.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a functional test, visual inspection and dimensional verification of the returned device was conducted during the investigation. One locked 8.5fr mac-loc catheter in used condition was returned for investigation. Biological matter was present on the device and no additional surface damage was noted. A leak test confirmed the presence of a leak between the catheter tubing and connector cap. Tug and twist tests revealed that the cap was securely attached, however, the catheter tubing was able to freely rotate within the cap. It is possible that the tubing became dislodged during use. Upon removal of the connector cap, the suture string was found slightly wound in the threads. The flare appeared lopsided, but due to the compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flare was manufactured to specifications. The relevant dimensions were all found to be within manufacturing specifications. Additionally, a document based investigation evaluation was performed and based on the documentation, inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of returned product and the results of our investigation, a definitive cause could not be established. Appropriate measures have been taken to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.